Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Da vinci ventral hernia repair - the scrub tech noticed that the seal was leaking throughout the case and the instrument exchanges were rough. At the end of the procedure the doctor did a final inspection and noticed that part of the seal had fallen into the patient. It was a torn section of the black inner seal and the doctor was able to safely remove the section of the seal. This port was used for instruments and was used by both the health professional and the robot "piggy back port". The robot was a da vinci si robot multiple instruments were used, but the sales rep was only able to get confirmation about an l hook. Devinci si robot was used. Additional information received from sales representative on february 15, 2017: the sales rep spoke to the doctor about the "piggy back port". The doctor used out cff71 as an access port and would insert the da vinci 8mm trocar with no obturator inside the cff71. Type of intervention: seal was safely removed. Patient status: no patient injury.